Manufacturer narrative:
Manufacturer's investigation conclusion: review of the images provided by the account confirmed a kink in the sealed outflow graft; however, a specific cause for the observed outflow graft distortion could not be conclusively determined. Additionally, review of the submitted log files confirmed low flow hazard alarms. A specific cause for the low flow alarms, as well as a direct correlation to the outflow graft distortion, could not be conclusively determined through this evaluation. The controller event log files collectively contained data from (B)(6) 2020. Transient low flow fault flags were captured throughout the files when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 1.8-2.4 lpm. These faults resulted in a total of 39 low flow hazard alarms lasting between 1 and 16 seconds, each. The remaining low flow faults did not last long enough to trigger low flow hazard alarms. The observed low flow events also appeared to be associated with elevated pi values. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The account reported that the patient experienced low flow events in (B)(6) 2020 with no further issues mentioned. The patient was then readmitted at the beginning of october due to increasing low flow events. Medical treatment and several diagnostic tests were performed but no direct root cause was found. Due to high pulsatility index (pi) parameters, blood pressure management and the patient¿s volume situation were adjusted; however, the alarms persisted. A computed tomography (CT) scan showed possible kinking of the outflow graft and a suspected compression of the graft area directly behind the bend relief. An exchange of the sealed outflow graft was initially discussed; however, the kinked area of the graft was shortened by approximately 5 centimeters (cm) instead. The account also reported that the compressed area behind the bend relief was not confirmed during the surgery. Additional information later communicated stated that the patient¿s low flow alarms continued to occur on a regular basis. Every supporting therapy was optimized again. Further surgical interventions, such as an exchange of the whole sealed outflow graft, were discussed between the clinic and the patient; however, the patient stated that he felt clinically fine and refused any further surgical intervention. For that reason, it was requested to have the hm3 low flow 2.0 software installed on the patient¿s primary and backup system controllers. Software 1.5.2 was successfully installed on controllers (B)(6) on 22oct2020, without issue. The low flow alarms were reportedly reduced following the upgrade. A specific cause for the continued low flow alarms was not found. Additional information stated that a ¿second-look¿ surgery was eventually performed after the outflow graft correction procedure to exclude any bleeding or further compression of the graft. Nothing severe was found during this surgery. The patient was discharged after recovery and was reportedly home and in stable condition. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12aug2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted at the beginning of (B)(6) due to upcoming and increasing low flow events over the last few weeks. There was no direct root cause after tests and a CT scan showed possible kinking of the outflow graft and a suspected compression of the graft in the area directly behind the bend relief. The condition of the patient decreased of the last couple days. An exchange of the outflow graft was performed. Additional information was received on 21oct2020 indicating that every supporting therapy was optimized again. Further surgical interventions like exchange of the whole graft were discussed between the clinic and the patient. The patient stated that they feel clinically fine and refused further surgical intervention. The clinic requested 2.0l controller software.